Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified: broken shell, brown particles in the shell and underweight. A visual and micro analysis was performed which identified: sharp broken, striated opening and broken, missing shell (0-25%) and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated edge broken and opening assessed as a surgical damage consistent in the use of some surgical tool. Missing shell assessed as an inconclusive.

Event description:
Physician reported a right side rupture. Device has been explanted.